Event description:
It was reported by the rep that (1) hp052 was not used during a procedure. It was reported that the pins were bent in the plug and would not plug in. There was no consequence to pt.